Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2022. Post procedure, once the administration of feedings started it leaked into the patient's abdominal cavity causing peritonitis which resulted in sepsis. An emergency surgery took place to clean out the infection and place a new tube. The operative noted, gi placed peg tube in midline epigastrium. After vertical midline incision carefully around the peg tube, it was clear there was a 1cm linear fracture in the peg tubing between the skin bumper and the gastrotomy that was leaking tube feeds intraabdominally. Two liters of abdominal pus and tube feeds were evacuated. There was no evidence of stomach, small intestine, or colon perforation or injury upon careful and repeated inspection including partial kocherization of the proximal duodenum. The peg tube was removed, gastrotomy closed and separate stamm gastrostomy was created with 24fr malecot drain. A new gastrostomy tube was placed. In the physician's assessment, the peg tube contributed to the sepsis.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code captures the reportable event of peg tube leak. Patient code captures the reportable event of peritonitis. Patient code captures the reportable event of infection. Patient code captures the reportable event of sepsis. Impact code captures the reportable event of unexpected medical intervention. Evaluation conclusion codes: the complainant indicated that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: block h6 (device codes). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device code a0504 captures the reportable event of peg tube leak. Device code a0501 captures the reportable event of peg tube detached. Block h6 (patient codes): patient code e1024 captures the reportable event of peritonitis. Patient code e1906 captures the reportable event of infection. Patient code e0306 captures the reportable event of sepsis. Block h6 (impact codes): impact code f1901 captures the reportable event of additional surgery. Block h6 (evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure on april (B)(6) 2022. Post procedure, once the administration of feedings started it leaked into the patient's abdominal cavity causing peritonitis which resulted in sepsis. An emergency surgery took place to clean out the infection and place a new tube. The operative noted, gi placed peg tube in midline epigastrium. After vertical midline incision carefully around the peg tube, it was clear there was a 1cm linear fracture in the peg tubing between the skin bumper and the gastrotomy that was leaking tube feeds intraabdominally. Two liters of abdominal pus and tube feeds were evacuated. There was no evidence of stomach, small intestine, or colon perforation or injury upon careful and repeated inspection including partial kocherization of the proximal duodenum. The peg tube was removed, gastrotomy closed and separate stamm gastrostomy was created with 24fr malecot drain. A new gastrostomy tube was placed. In the physician's assessment, the peg tube contributed to the sepsis. Additional information received 17jun2022. The emergency surgery date was (B)(6) 2022.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device code a0504 captures the reportable event of peg tube leak. Block h6 (patient codes): patient code e1024 captures the reportable event of peritonitis. Patient code e1906 captures the reportable event of infection. Patient code e0306 captures the reportable event of sepsis. Block h6 (impact codes): impact code f1901 captures the reportable event of additional surgery. Block h6 (evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2022. Post procedure, once the administration of feedings started it leaked into the patient's abdominal cavity causing peritonitis which resulted in sepsis. An emergency surgery took place to clean out the infection and place a new tube. The operative noted, gi placed peg tube in midline epigastrium. After vertical midline incision carefully around the peg tube, it was clear there was a 1cm linear fracture in the peg tubing between the skin bumper and the gastrotomy that was leaking tube feeds intraabdominally. Two liters of abdominal pus and tube feeds were evacuated. There was no evidence of stomach, small intestine, or colon perforation or injury upon careful and repeated inspection including partial kocherization of the proximal duodenum. The peg tube was removed, gastrotomy closed and separate stamm gastrostomy was created with 24fr malecot drain. A new gastrostomy tube was placed. In the physician's assessment, the peg tube contributed to the sepsis. Additional information received 17jun2022: the emergency surgery date was (B)(6) 2022.